Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial#: unknown, product type: programmer, physician. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving hydromorphone (3 mg/ml at .2589 mg/day) via an implantable pump for spinal pain. It was reported that at the last refill in (B)(6) 2021 the drug concentration was not programmed correctly; it was suppose to be 3 mg/ml at 0.0863 mg/day and was programmed to 1 mg/ml at 0.0863 mg/day, the actual dose was 0.2589 mg/day. The caller was doing a refill today and would be increasing the concentration.